Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump's download history contained data from (B)(6) 2011; there was no evidence of rebooting or power loss recorded in the available data. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no power issues occurring. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Event description:
It was reported that on an unspecified date the patient noted the pump had powered off and her fasting blood glucose level was greater than 300 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient corrected her blood glucose level to 150 mg/dl using the pump. The patient noted the pump self-rebooted the power. Troubleshooting revealed the battery cap is secure and tight, there was no damage seen to the cap or compartment and no corrosion seen. There was no adverse event associated with this issue.